Event description:
An olympus representative reported on behalf of the customer that the image blacked out and error e216 (scope communication error) was observed on the endoeye flex 3d deflectable videoscope during the laparoscopic liver resection. The intended therapeutic procedure was completed with another similar device. There were no reports of patient harm or impact associated with the reported event. Once the issue was resolved, the combination product otv-300 was not used.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.